Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press, often requiring multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was guided by technical support to operate the button more effectively but continued to experience issues, including the screen flashing repeatedly. As a result, technical support arranged for a replacement pump and advised the customer to use an alternate form of insulin delivery, known as multiple daily injections (mdi), until the replacement arrived. The customer was instructed to let the pump's battery fully deplete before returning it using a pre-paid label within 10 days.